Manufacturer narrative:
Investigation pending.

Event description:
A variance was reported between inratio inr results. The results were as follows: (B)(6). Unknown therapeutic range.

Manufacturer narrative:
Correction: on the initial medwatch report the date of occurrence was listed as (B)(6) 2016 but was later reported to be (B)(6) 2016. Investigation / conclusion: the customer reported an unexpected high inratio inr result during testing; however, a comparative result was not provided. It is not possible to verify if a discrepancy exists without this information. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 385358a was found to be performing within expectations. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. Unable to determine a root cause from the available information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.